Manufacturer narrative:
No product was returned to terumo for evaluation. The complaint was confirmed. As per the data logs received, the batteries were charged in bulk charge after the perfusion screen was opened. This caused an additional approximately 2 ampule load which caused the minutes remaining to be lower than expected, which was normal. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). During operation preparation, the user by checking a display and found battery remaining time was 120 minutes (min) even if it was normally supposed to be 180 min. Verify the condition of the display, when shifted from alternating current (a/c) power to battery, and the doctor found that the display showed per 10 seconds: 200 min to 280 min to 200 min to 190 min to 180 min. Then, the maintenance display showed a flag 1 for a moment and disappeared. After that, a flag 1 appeared on charge status (chgs). Per data log analysis on 6-sep-2016 after a perfusion screen is opened the batteries are being charged in bulk charge which will cause an additional approximately 2 amps (a) load which will cause the minutes remaining to be lower than expected (this is normal). The charger switches to overcharge and then float which reduces the current draw of the charger and increases the minutes remaining. Since the system includes the charger current to calculate minutes remaining, there is no indication of a problem in the logs. This will cause the minutes remaining to be lower than expected.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a battery display defect on the system-1. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.